Manufacturer narrative:
The device was received undeployed. Corrosion was noted in the pod. All three batteries were depleted. A leak was found on the unexposed portion of the soft cannula. Upon magnification, a tear was found at the site of the leak. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose (bg) rose to 22.1 mmol/l (397.8 mg/dl). The pod was worn for between 24 and 36 hours. As treatment, a new pod was applied and a manual injection of insulin was administered. The patient's bg history is as follows: (B)(6).